Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
Upon further review, it was discovered that this was a duplicate event, please disregard initial report submitted for MFR# (B)(4).